Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/14/2014 with the following result: a review of the black box showed one low battery warning and one replace battery alarm; there was no evidence of excessive battery use. During investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and was able to fully tighten on to the pump with no power loss. The current draws were found to be in specifications. The pump cover was opened and no internal defect was found.